Manufacturer narrative:
Analysis was normal. No anomalies found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the operating room. The lead and pacemaker were explanted due to infection. The physician did not think the infection was at all related to the device. The procedure occurred with no adverse effect to the patient, who was stable before, during, and after.